Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tip. The offset at the tips was 1.041mm. The grips were not found to be cracked. The instrument was found to have a segment of the conductor wire dislodged from the grip tips. A loop of the wire protrudes above the outer surface of the grip's conductor wire groove. The wire insulation was damaged and the instrument passed the electrical continuity test. The instrument was placed on the in-house system and delivered energy. Also, the instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection did not find any abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had grip failure. The procedure was completed with no reported injury.